Event description:
The right atrial (ra) lead was explanted due to hematoma and dislodgement.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the lead returned with helix retracted. The laboratory analysis was unable to confirm the reported allegation. The leas passed testing, the lead tip and helix appears intact.

Event description:
Additional information received, and a supplemental report is being filed.